Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was unable to have an orgasm and she noticed fecal matter when using the bathroom. There was a loss or change of therapy. She had increased her setting and tried all 4 programs. The issue started in 2015. Additional information from the consumer reported that the symptoms had not improved and she wanted to be seen as soon as possible. Further information from the consumer reported that she notified her physician and she was referred to a different doctor. They suggested a cream for her clitoris from a compound pharmacy. It did not work and it burned. The patient contacted the manufacturer for the fecal incontinence to try all the different programs. A program was not connected at all and the three others had no difference. The device had worked beautifully previously. The patient believed the wire was not working like it should. She never had problems with orgasm before this issue, ever. She was going to see the doctor on (B)(6) 2016. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.